Event description:
It was reported that the patient, that is enrolled in the relief 2 clinical study, experienced an adverse event of back pain. The patient was hospitalized, medication was given and an injection in the trigger point in the right gluteus medius muscle was given. The patient was discharged two days later.

Event description:
It was reported that the patient, that is enrolled in the relief 2 clinical study, experienced an adverse event of worsening back pain due to lead migration that was caused by a fall. The patient was hospitalized, medication was given and an injection in the trigger point in the right gluteus medius muscle was given. The patient was discharged two days later. The patient underwent a lead replacement procedure two months later. The event of the fall was assessed as not device or procedure related, and the need for a lead replacement procedure was assessed as related to the device. Additional information was received that the patients' worsening back pain was not related to the procedure or the device system as no lead migration was identified. The patient fall was also classified as not device or procedure related.

Manufacturer narrative:
Correction to field b5: event description.

Event description:
It was reported that the patient, that is enrolled in the relief 2 clinical study, experienced an adverse event of back pain due to lead migration that occurred after a fall. The patient was hospitalized, medication was given and an injection in in the trigger point in the right gluteus medius muscle was given. The patient was discharged two days later.